Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel in the left hand. After crossing a guidewire in the lesion, an 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at nominal pressure for 10 seconds, the balloon ruptured. The device was removed from sheath and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
A2- age at time of event: 18 years or older.